Event description:
A patient underwent gastric radiofrequency ablation (rfa) as part of a study to treat roux-en-ygb that failed to maintain weight loss. It was reported that several hours post rfa, the patient presented to the emergency room with nausea and vomiting. The patient¿s abdominal exam was benign and was treated with IV fluid, IV zofran and IV ativan. When this therapy did not resolve the vomiting, the patient was admitted to the hospital for observation. The patient had a chest and abdominal x-ray performed, both of which were negative. The patient was discharged 2 days later , after being able to tolerate a clear liquid diet. The patient was contacted by hospital staff two days post discharge and reported that she was feeling better. This event is being reported out of an abundance of caution to comply with 21 cfr 803.

Manufacturer narrative:
Device was not returned therefore no evaluation was performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).